Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that in 2008, the patient was overdosed during a refill. During the refill, the student doctor went outside the pump and filled the subcutaneous pocket instead of the pump. She started feeling it immediately and got real drowsy. A code blue was called and she went to the hospital. She stayed in the hospital for a couple of days until the "medication was all out". The situation was resolved.